Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse found the upper display to be blank. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The ventilator passed calibrations, extended self testing (est), short self tests (sst), electrical safety and performance verification testing (pvt).(B)(4).

Event description:
Covidien received infromation of a venitlator with a blank display. The malfunction did not occur during patient use.